Event description:
It was reported that cartridge did not fully snap into pump and customer could not fit multiple cartridges into pump while pump case remained in place. There was no reported impact to the customer¿s blood glucose level. Technical support instructed customer to remove case to check for blockage and to follow up once case was removed. Customer reverted to an alternative method of insulin therapy.